Event description:
When the nurse plugged in the pads to the machine, the alarm went off when the machine was turned on. The nurse unplugged the pad and tried again but the alarm still went off. The nurse checked the connections between the pt and the machine and the pad was applied properly to the pt. The nurse repeated the process with another pad from the same lot number and the alarm still went off. The nurse tried a different lot number and the pads worked. The item is available for inspection. For technical info.